Manufacturer narrative:
D2b: gat - gzb.

Event description:
It was reported that the fixate misfired and did not deploy properly during an implant procedure. There were no patient complications. Another fixate was used to suture and the procedure was completed successfully.